Event description:
Per the info provided to co by the physician's office, the device was removed due to "tubing fracture." As reported to co, the entire device was removed and replaced with another prosthesis produced by the same MFR.